Event description:
A patient of unknown age and gender presented for a nanoknife ablation procedure of a left lobe in the liver. After a successful completion of the initial round of ablations, the treating physician observed an elevation in the patient's EKG. The treating physician made the decision to abort the procedure. Cardiologist was consulted and the patient was taken to cardiac cath lab for angiogram. Coronary arteries appeared normal. There was no report of patient harm or injury due to this event.

Manufacturer narrative:
It was reported that the single electrode probe involved in the incident was disposed of and not returned for evaluation. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).